Event description:
Note: this MFR report pertains to the first of three devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-04408 and 3005099803-2012-04409 for a description of the other devices. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6), 2010. According to the complainant, post-procedure, the patient experienced urgency, urine leakage, recurrent urinary tract infections, bladder pain, dysuria, leg pain, abdominal and pelvic pain. All other information is unknown and unavailable.